Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed or the cause that contributed to the event be established. Based on the information available there was no report of a device performance allegation. The reported patient symptoms of pain and infection are known risk associated with the procedure and indicated in the labeling.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) activation, the patient experienced scrotal pain; therefore, the physician recommended additional healing time. During the next appointment, the patient indicated the scrotal pain continued and wanted the ipp removed. A surgical procedure was performed in which the existing ipp was explanted and after a mulcahey washout, a new tactra device was placed. The physician suspected a possible infection contributed to the pain; however, no symptoms other than the pain were noted. There were no further patient complications.